Event description:
Telemetry issues with the implantable neurostimulator (ins) were reported. Ins overdischarge was suspected. It was stated that patient compliance had been the primary reason for overdischarge, as the patient had dementia. The ins was checked the day before the report and it was confirmed that the device was "dead." It was thought that the ins had been in overdischarge 3 times already which would send the device into end of service (eos) state. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 377860 lot# v015441, implanted: 2006 (B)(6), product type lead product ID, 377860 lot# v015441, implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).